Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient height is (B)(6) feet. Patient ID number is (B)(6). (B)(4). Device is an instrument and is not implanted/explanted. Without a lot number a service and repair evaluation and/or a device history record review could not be performed. If a lot number is identified, device history records will be reviewed. A service and repair evaluation was performed for the returned instrument. The customer reported the quick coupling came apart. The repair technician reported the item was received in pieces, item was worn, scratched, burred, and the screw was broken. ¿worn out parts¿ is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The evaluation was confirmed. The item will be forwarded to synthes customer quality for additional evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an ex-tibial nailing procedure on (B)(6) 2016 after inserting the nail and the four (4) locking screws, the surgeon was unable to disengage the connecting screw from the insertion handle. The connecting screw was jammed inside of the handle at the proximal end of the tibial nail. The surgeon made several attempts to remove the instruments with the ball hexagonal screwdrivers and after breaking three (3) of the screwdrivers, he was still was unable to disengage the connecting screw from the handle and the nail. The surgeon then decided to remove the four (4) locking screws from the tibial nail and back out the nail from patient's tibia. At the back table, he was then able to disengage the connecting screw from the handle and the nail. The surgeon re-implanted the same nail and screws with the same instruments and was able to disengage the instruments at the end of the procedure. Due to the complained event, surgery was delayed by one (1) hour. The procedure was successfully completed and patient's postoperative outcome was reported as "positive". In addition, during the reaming of the tibial canal the flexible shaft connector came apart in the three components. A back-up instrument was used to complete the reaming procedure. No components were left in the patient. It was also reported that surgeon positioned the patient knee at 45 degree angel under the radiolucent triangle. This instrument event was initially determined to be non-reportable. This instrument was received by the manufacturer and underwent a service and repair evaluation. The repair technician reported the instrument was received in pieces; the item was worn, scratched, burred, and the screw was broken. Based on this additional information, the event was re-evaluated and was determined to be reportable. This is report 1 of 6 for (B)(4).

Manufacturer narrative:
A product investigation was completed: one flexible shaft connector for use with jacobs chuck (part 351.16j, lot unknown) was received disassembled. The flexible shaft connector (351.16j) is a component of the flexible reamer set which is utilized if reaming of the medullary canal is desired prior to the implantation of retrograde/antegrade femoral nails (r/afn), lateral femoral nails (lfn), and tibial nails. A visual inspection under 5x magnification, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. Relevant /current revision drawings for the returned instrument were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. Unable to determine a definitive root cause. The failure mode is consistent disassembly leading to missing subcomponents. The set screw is intended to align the knurled cap with an angled slot in the instrument body, allowing the release mechanism to function smoothly. The manufacturing drawing noted that loctite 243 was applied to the set screw in question; as such the instrument was not intended to be disassembled. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device: nail (part unknown, lot unknown, quantity 1); unknown locking screws (part unknown, lot unknown, quantity 4).